Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that ¿the ratchet of the clips did not lock properly¿. Please clarify, were the clips difficult to load on the applier? (No response) or were the clips not holding the suture as expected? Yes, the clips did not hold the suture as expected. Was the issue ¿grasping force of the handle was higher than expected¿ only when used with these particular lot of clips in question or a separate issue? No complaint was reported on the applier, so the issue was only with the particular lot of clips. If this was a separate issue with the applier used in this procedure, please provide applier product code and lot number. (No response). How was case completed? (No response). Was a new applier used to complete this case? No information. Were different clips used to complete the case? Yes. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018 and an implantable clip was used. The grasping force of the handle was higher than expected, and the clips did not hold the suture as expected. Different clips were used to complete the case. There were no adverse consequences to the patient. No device will be returning.